Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that one neonate generated a falsely elevated clinical chemistry total bilirubin assay result of 17.1 mg/dl on an architect c8000 analyzer. The customer uses a reference value of less than 15.0 mg/dl. A physician questioned this result and a new sample was taken and tested at a sister hospital later that same day and generated a result of 13.4 mg/dl (sample tested on a blood gas analyzer using a reference range of 1.5 - 12.0 mg/dl). It is not known if this neonate had been re-admitted to the neonatal intensive care unit because of the initial elevated total bilirubin result. The physicians use the bhutani nomogram to monitor patients' progress. There is no further information regarding patient management.

Manufacturer narrative:
No returns were made available from the customer site. No in-house testing was performed on total bilirubin lot 43018uq10. The current customer complaint is the only registered complaint against this lot. The customer issue appears to be sample specific with comparison to another method. Manufacturing release documents verify that all assay specifications were met prior to this lot being released to market. In-house testing using bio-rad pediatric control material, a (B)(6) proficiency sample and pooled serum demonstrated that bilirubin calibrator lot 13429m500 performs within specifications, although this lot read 6% to 8% higher compared to other calibrator lots. Testing was performed across multiple architect csystem analyzers. The clin chem total bilirubin assay package insert, the bilirubin calibrator package insert and the architect system operations manual contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current evaluation results, the total bilirubin assay lot 43018uq10 and the total bilirubin calibrator lot 13429m500 are performing within specifications. A product malfunction was not identified. Concomitant medical products: clin chem bilirubin calibrator ln: 01e66-04 lot: 13429m500.